Event description:
It was reported that the silicone intermittent catheter were becoming disconnected during draining and nurse stated that the catheter was not being attached at all when they opened the package. It was also stated that the customer has observed the same with the pvc intermittent catheters. Also, nurse could not figure out how to empty the leg bag as they did not want to throw full bag of urine in the garbage, and it had occurred with two different nurses. The bag and the catheter were not together, so the nurse emptied the bladder with the catheter and collected it in the procedure tray. While the nurse had the catheter in the bladder draining urine, the leg bag came off the catheter in the middle of the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the silicone intermittent catheter were becoming disconnected during draining and nurse stated that the catheter was not being attached at all when they opened the package. It was also stated that the customer has observed the same with the pvc intermittent catheters. Also, nurse could not figure out how to empty the leg bag as they did not want to throw full bag of urine in the garbage, and it had occurred with two different nurses. The bag and the catheter were not together, so the nurse emptied the bladder with the catheter and collected it in the procedure tray. While the nurse had the catheter in the bladder draining urine, the leg bag came off the catheter in the middle of the procedure.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.